Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, chest pain with prolonged hospitalization was reported. Following discharge, patient had shortness of breath and chest pain. An unknown time following the valve implant, an angiogram revealed that the transcatheter bioprosthetic valve was pressing the native leaflet against the right coronary artery resulting in occlusion. One year, seven months and seven days following the valve implant, the patient underwent a procedure to remove the occlusion. One day following the procedure the patient died from the complications. The cause of death was not reported.